Manufacturer narrative:
(B)(4). Batch # 701a48. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. In addition, a tyvek was received along with the device. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The ledge of the lockout showed indentations. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open unknown procedure, there was an unusual feeling when grasping the trigger. The closing trigger broke when it was grasped forcibly. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.